Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The calcified lesion being treated was located in the medial interventricular artery (iva ii). A strut of the promus element stent "rose up" during the attempt to cross the lesion, no part detached in the patient. The procedure was completed with another same device. No patient's complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).